Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage to force sensor. Insulin pump received with corroded electronic assemblies and corroded motor home switch. Insulin pump unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self test or determine keypad anomaly due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the no buttons pressed would turn on the screen. The customer reported that they had stuck button error alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.